Event description:
The core micro drill was returned for service. Upon evaluation at the manufacturer it displayed a bias current when connected to the console, signaling a condition occurred from which the device has the potential to run without user activation. There was no patient involvement and no adverse consequences to the user with this event.

Manufacturer narrative:
Upon disassembly for visual inspection evidence of a thermal event was found on the pins and the lower rotor bearing is stuck in the motor cartridge. Additionally it was found that there was evidence of third party work on the device.